Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. A caller confirmed that blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Despite following troubleshooting steps, including attempts to charge the pump using different cables and adapters, the issue was not resolved. The customer reverted to manual injections for insulin therapy.